Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states at the time of using the size test insert # 6, during its manipulation in the procedure, evidences falls in the field of remains of small wires. We asked ourselves what would be that but nevertheless we continued. At the moment of doing the final test of the insert and removing it from the final plate to place the definitive, the surgeon realized that in the joint was one of two springs that has the test insert. When removing it and reviewing it I realized that it was yielded, deformed and worn, reason why it was released from the insert and falls. It seems to have been damaged for some time since it is difficult to happen in one procedure and at that moment we concluded that was it the metallic wire that had fell in the field throughout the surgery. It was the remains of spring. Through that conclusion, we realized that apart from being worn, the products seemed to be rusty and was releasing said wires.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.